Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2007 to the present date (B)(6) 2020 and note that this device has been returned for service 3 times, 1 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device was broken/damaged. It was reported there was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 05/18/2007 to the present date 11/13/2020 and note that this device has been returned for service 3 times, 1 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device was broken/damaged. It was reported there was no patient involvement.